Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail and on behalf of the girlfriend that upon removal of an unspecified number of tampons, the pledget fell apart into 2 or 3 pieces. She manually removed pieces from her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.